Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that corneal astigmatism had not been corrected in a pt following intraocular lens (iol) implant surgery. In a f/u, it was reported that the outcome of the event is unk. An unapproved viscoelastic was used during the implant procedure.